Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had an epidural hematoma after an implant procedure. It was believed that the hematoma was not device related and the cause was the blood thinner given to the patient. It was noted that the patient had numerous strokes and was placed on blood thinner. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an epidural hematoma after an implant procedure. It was believed that the hematoma was not device related and the cause was the blood thinner given to the patient. It was noted that the patient had numerous strokes and was placed on blood thinner. The patient underwent an explant procedure. Additional information was received that the patients epidural hematoma leading to paralysis from the waste down. The patient has not recovered from it. All device components were explanted and were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: (B)(6).